Event description:
The customer's husband stated that the customer was hospitalized last week due to hypoglycemia. No date or blood glucose reading for hospitalization was provided. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the husband did not want to continue troubleshooting. The husband asked for the insulin pump to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.